Event description:
Through a publication associated with the use of tmj implants for post market surveillance, it was reported 14 of 442 implant had 1 or 2 components removed because of heterotopic bone or infection.

Manufacturer narrative:
As this is from a literature review on USA tmj surgeries, the cases have likely already been reported, however, this is unable to be verified, therefore an additional MDR was submitted for the journal article review. The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.